Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stainless steel head implanted on accolade stem during revision surgery. Surgeon asked for stainless steel -5 head, opened up and implanted. Not noticed/realised error until after case. Surgeon has been notified.

Event description:
Stainless steel head implanted on accolade stem during revision surgery. Surgeon asked for stainless steel -5 head, opened up and implanted. Not noticed/realised error until after case. Surgeon has been notified.

Manufacturer narrative:
An event regarding the off label use of an orthinox head with an accolade ii stem was reported. Conclusions: it was reported that an exeter metal head was implanted with a an accolade ii stem. No patient harm was reported. A review of the the accolade ii femoral hip system surgical protocol indicated that only the cocr, alumina ceramic, and biolox delta ceramic stryker v40 heads are compatible with the accolade ii stems. Orthinox heads are not listed as a compatible head with the accolade ii stem. The reported event is considered to be the result of user error. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.